Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It is unclear whether the reprocessing was carried out in accordance with the instructions for use, so the cause of the foreign matter remaining could not be determined. There was no deformation in the area where foreign matter remained. Instruction manual jf type 260v, tjf type 260v cleaning/disinfection/sterilization chapter 3: preventive measures are described in cleaning, disinfection, and sterilization procedures. Instruction manual jf type 260v, tjf type 260v operation chapter 3 preparation and inspection describes the detection method. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited foreign material in the forceps elevator. There were no reports of patient involvement.